Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope was randomly freezing and the picture was not showing up. The event had occurred during colonoscopy procedure. The procedure was completed using similar device. There were no reports of patient harm.